Manufacturer narrative:
Results: the pet lock was intact. The pusher assembly was kinked approximately 136.0 cm from the proximal end. The coil was intact with the pusher assembly inside the introducer sheath. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met extreme resistance while advancing a ruby coil through another manufacturer's microcatheter. The ruby coil was removed and new ruby coils were delivered through the same microcatheter. Evaluation of the returned device revealed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully during insertion into a catheter, damage such as this may occur. The resistance experienced by the physician may have been due to attempting to advance the kinked pusher assembly. Ruby coils are 100% functionally tested and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While advancing a ruby coil through another manufacturer's microcatheter, the physician met resistance and the ruby coil was removed. The procedure continued using new ruby coils and the same microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Section d4: (B)(6) 2023.